Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 275cc mentor memorygel breast implant and was presented with bilateral breast implant rupture confirmed by MRI on (B)(6) 2018. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
During analysis of the sample was found ruptured and received incomplete. The patch wasn't returned for evaluation. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies observed. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet.. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).